Event description:
Ous MDR - after an implantation time of about 46 months, an excessively high shock impedance was reported (>150 ohm). This is all of the available information at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.